Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported the patient underwent a thrombectomy procedure targeting an occlusion on the m1 segment of the middle cerebral artery (mca). The physician used the 6.5mm x 45mm embotrap iii revascularization device (et309645 / 21g180av). The patient experienced a small bleed at the m1 occlusion site after the procedure. Per the physician, the embotrap iii device may have caused the bleed by an increase in radial force in a smaller vessel. The 6.5mm x 45mm embotrap iii device was used with the red 72 reperfusion catheter (penumbra) with the velocity microcatheter (penumbra) and a cerebase distal access (da) guide sheath (catalog / lot# unknown) for the first pass. The second pass was made with a 5mm x 37mm embotrap iii (et309537 / lot# unknown) along with the react¿ 71 catheter (medtronic), velocity microcatheter and the cerebase da guide sheath. The final tici score was 2b. The patient had a small bleed, but the patient status seems to be improving. No other medical intervention was required. The procedure was successfully completed without any clinically significant procedure delay. On 07-oct-2021, additional information was received confirming that the physician believes the bleed was due to the larger 6.5mm x 45mm embotrap iii device. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21g180av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage secondary to vessel trauma or injury is a well-known extensively documented potential complication associated with the embotrap iii revascularization device and is listed in the instructions for use (IFU) as such. With the amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported hemorrhage. However, there are clinical and procedural factors such as vessel characteristics, clot burden, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. Since intracranial hemorrhage is a serious injury and the relationship of the device to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported the patient underwent a thrombectomy procedure targeting an occlusion on the m1 segment of the middle cerebral artery (mca). The physician used the 6.5mm x 45mm embotrap iii revascularization device (et309645 / 21g180av). The patient experienced a small bleed at the m1 occlusion site after the procedure. Per the physician, the embotrap iii device may have caused the bleed by an increase in radial force in a smaller vessel. The 6.5mm x 45mm embotrap iii device was used with the red 72 reperfusion catheter (penumbra) with the velocity microcatheter (penumbra) and a cerebase distal access (da) guide sheath (catalog / lot# unknown) for the first pass. The second pass was made with a 5mm x 37mm embotrap iii (et309537 / lot# unknown) along with the react¿ 71 catheter (medtronic), velocity microcatheter and the cerebase da guide sheath. The final tici score was 2b. The patient had a small bleed, but the patient status seems to be improving. No other medical intervention was required. The procedure was successfully completed without any clinically significant procedure delay. On 07-oct-2021, additional information was received confirming that the physician believes the bleed was due to the larger 6.5mm x 45mm embotrap iii device.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on (B)(6) 2021. [Additional information]: the healthcare professional reported the patient underwent a thrombectomy procedure targeting an occlusion on the m1 segment of the middle cerebral artery (mca). The physician used the 6.5mm x 45mm embotrap iii revascularization device (et309645 / 21g180av). The patient experienced a small bleed at the m1 occlusion site after the procedure. Per the physician, the embotrap iii device may have caused the bleed by an increase in radial force in a smaller vessel. The 6.5mm x 45mm embotrap iii device was used with the red 72 reperfusion catheter (penumbra) with the velocity microcatheter (penumbra) and a cerebase distal access (da) guide sheath (catalog / lot# unknown) for the first pass. The second pass was made with a 5mm x 37mm embotrap iii (et309537 / lot# unknown) along with the react¿ 71 catheter (medtronic), velocity microcatheter and the cerebase da guide sheath. The final tici score was 2b. The patient had a small bleed, but the patient status seems to be improving. No other medical intervention was required. The procedure was successfully completed without any clinically significant procedure delay. On 07-oct-2021, additional information was received confirming that the physician believes the bleed was due to the larger 6.5mm x 45mm embotrap iii device. On 13-nov-2021, additional information was received. The information indicated that the patient had expired due to pulmonary causes, not the bleed. The date of death was not reported. Anonymized procedural imaging / films are not available for review. The information indicated that the physician believes the 6.5 mm x 45mm embotrap iii device led to the bleed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.